Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient¿s ipg were explanted and replaced on (B)(6) 2021 resolving the issue.

Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that the patient could not wirelessly connect to their ipg following an unrelated procedure. It was noted that the ipg was placed into surgery mode prior to the procedure. As result, the patient may undergo surgical intervention on a later date.